Event description:
During placement of an l5 screw on the right side for an l4-l5 lumbar fusion, the screwdriver disengaged from the screwdriver/holding sleeve. Subsequently, the screwdriver struck the dura causing a dural tear. The dural tear was repaired, delaying the procedure by twenty minutes. The procedure was completed as planned. This is 2 of 4 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of the device history record indicate the parts were manufactured to and met the required specifications.

Manufacturer narrative:
The device is used for treatment, not diagnosis. A manufacture review was completed. The part was received with light ware around the knob, but no damage otherwise. The complaint issue is due to an unknown cause. The instruments conformed to dimensional specifications at the time of manufacturing and passed functional testing at synthes incoming inspection. The units returned for the complaint met material and hardness requirements. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed invalid from a manufacturing position.

Manufacturer narrative:
This device is used for treatment, not diagnosis. This is an instrument, not intended to be implanted/explanted. Date received by manufacturer 9/28/2013. The product development evaluation was completed. The driver and driver holding sleeve associated with the reported event were returned for evaluation. The evaluation of the holding sleeve demonstrated appropriate threading and capture of a polyaxial screw; however, simulated use testing revealed unthreading of a polyaxial screw from the driver when the holding sleeve was held stationary during use of the ratchet handle. This unthreading is a previously identified issue caused by frictional forces in the driver/holding sleeve assembly. Design changes to the outer sleeve to address this frictional issue and prevent inadvertent unthreading of a polyaxial screw included a change to the outer sleeve material and the addition of a bushing. The outer sleeve associated with this event was manufactured after the material change and the addition of the bushing.